Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, patient was unable to turn off the signal loss alert. No additional patient or event information is available. Data was provided for evaluation. The reported unable to turn off a signal loss alert was not confirmed via data. However, the data investigation found sql errors that would create a repeating sql error alert. The root cause was determined to be a repeating sql alert.